Event description:
A physician reported following the intraocular lens implantation the patient had experienced blurry distance vision, foreign body was observed and the lens was explanted in a secondary procedure. The patient was also on steroids but it did not help. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporting facility has not provided any further information. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).